Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all visual and functional assessments. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the device air pump was damaged and the irrigation pump that had no release. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the console device had forward to reverse unintentional motion. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.